Event description:
It was reported that a physician was using an amphiprion deep pta balloon catheter to treat a lesion n a patient located in the popliteal artery with little tortuosity, moderate calcification and +60% stenosis. It was reported that during the procedure, the physician noted a pinhole leak after inflating the balloon to 8atm on the first inflation. Small contrast suspension was reported. No patient injury or clinical sequelae were reported for this event.

Manufacturer narrative:
Results: based on information received, root cause cannot be determined. Device or cine return have not been returned. Conclusion: device or cine return have not been returned. (B)(4).

Manufacturer narrative:
Related to operational context (use of device during procedure). Patient condition affected effectiveness of the device (patient lesion morphology, calcification and +60% stenosis).

Event description:
Device evaluation: the device was returned in a plastic pouch with the original amd pouch. Traces of dried blood/radio opaque solution were detected on the balloon and shaft. An inflation test was performed connecting a manometric syringe filled by water to the inflation line and pressure applied. The balloon was inflated at 6 bar, however a leakage was clearly detected on the surface. Balloon was analyzed by microscope and a pinhole was detected at 10 mm from the tip. No other abnormalities detected on the device.